Manufacturer narrative:
This device was not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study indicated that at the end of the procedure, the arm of the angioguard basket was fractured (the strut was fractured). It was observed after the stent was deployed when the angioguard was removed from the body and its recovery sheath. Pta was performed on a lesion in the distal left internal carotid artery with 95% stenosis present. The lesion was 15mm in length in a 6.0mm vessel diameter with marked vessel tortuosity. The eccentric (arch 1) lesion was moderately calcified. Multiple attempts were initially made to advance the angioguard; however, it would not be advanced through the lesion. A bhw wire was easily advanced through the lesion. Attempts made using the buddy wire to advance the angioguard were also unsuccessful. Therefore, angioplasty was performed using a 2.5x12mm voyager balloon at the lesion at 8 atms. Attempts were made with the angioguard and after several attempts, the angioguard ultimately passed the lesion. The buddy wire was removed and further angioplasty was performed using a 4.0x3mm viatrac balloon but this had suboptimal result. This was exchanged for a 9x40 precise stent placed spanning the internal and common carotid. This was further expanded with a 5x3mm balloon inflated to 14 atms. There was 20% residual diameter stenosis following the procedure. The angioguard was removed successfully without any debris found in the basket. Post-procedure ck was 55 (maximum upper limit was 195) and ck-mb was 1.8 (maximum upper limit was 6.0). Bivalirudin was administered during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The patient had no neurological deficits when leaving the angio suite. The patient was discharged two days later without any major adverse events.